Manufacturer narrative:
Gtin: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a three-level lumbar and sacral ablation procedure, a patient burn occurred. The grounding pad was applied to the right lateral thoracic area. No skin folds were noted, the site was cleaned and no shaving was necessary for preparation. Following the procedure, the skin under the grounding pad was reddened with blistering. The burn was located around the perimeter of the grounding pad and was classified as second or third degree. A dressing was applied and the patient is being followed by plastic surgery. There were no performance issues with an sjm device during the procedure.